Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no [non-conformance / manufacturing irregularities] were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If the product is received at a later date, the investigation will be updated as applicable.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clips were misfiring. Clips fired malformed clips. The clips also dropped and were ejected as well. There was a slight delay to the procedure, however the procedure was completed with a like device and there was no patient consequence.